Event description:
During preparation for laparoscopic surgery, the valve was incorrectly placed into the cannula. A small piece of the valve was noted missing at the end of the procedure. A search for the missing piece revealed no fragment within the patient.